Manufacturer narrative:
This remediation MDR was generated under (B)(4), as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing sticker seal. During functional check, the reported complaint was duplicated. Pump's pressure switch test was performed and the results showed activating low out of the pump's manufacturing specifications. Root cause was a faulty downstream occlusion sensor. The downstream occlusion sensor was replaced.

Event description:
It was reported that the device fails pressure occlusion test. No patient injury reported.